Event description:
It was reported that the patient experienced a power outage which caused the surge protector to catch fire and damage the merlin transmitter power adaptor. The adaptor prongs were melted and could not be removed from the surged protector. The patient was advised to discontinue use of the transmitter. There were no adverse patient consequences.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on march 25, 2025.

Manufacturer narrative:
The field complaint of transmitter having no power due to melted prongs was verified. The visual inspection revealed no physical damage to the outer plastic housing of the transmitter; however, there was melted damage on the ac power adapter and the prongs. After opening the ac power adapter burnt components were observed on the green contact strips of main circuit board. The casing of the ac power adapter was also burnt on the inside. Upon opening the transmitter no burnt components were observed. Tested unit with working ac power adapter and unit successfully powered on. High current flow through the ac wall power outlet damaged the ac power adapter causing the no power issue and the melting of the prongs.